Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced insulin flow back, which cause the patient blood glucose elevated to 327 mg/dl. The patient went to emergency room and got hospitalized for six hours and the reason for hospitalization was feeling sick and unwell no further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.